Manufacturer narrative:
Manufacturer's evaluation: the returned product was not analyzed as the complaint could not be confirmed via laboratory testing. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported, the pt lost weight and her ipg was loose at the pocket site. The physician decided to explant and replace the ipg.